Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily tortuous and heavily calcified proximal left anterior descending artery. An unspecified stent was implanted in the lesion when a distal edge dissection was noted. Therefore, an attempt was made to advance a 2.8 x 19 mm graftmaster covered stent; however, the device became caught with the implanted stent and failed to cross the lesion. Therefore, the graftmaster covered stent was removed with the guiding catheter as a single unit. Balloon angioplasty was then performed, and another unspecified stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported device detachment was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. Returned device analysis revealed that the hypotube was separated, and the account reported that the separation occurred during procedure. No additional information was provided.